Manufacturer narrative:
Additional information added for d4, d10, h3, h4. Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The device overheated prior to a procedure at the user facility. No medical intervention and no adverse consequences were reported with this event.  The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
The device overheated prior to a procedure at the user facility. No medical intervention and no adverse consequences were reported with this event.  The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.